Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the forceps cannot be inserted into the biopsy channel due to damaged accessories found stuck inside channel. The cause of malfunction was not established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited problems where the forceps could not be inserted into the biopsy channel due to damaged accessories found stuck inside the channel. There were no reports of patient involvement.